Event description:
The periodontist indicated that while using the ntap510, it became stuck and was not able to be removed with the handpiece or the wratchet. She had to trephine out the ntap510. Removed the tap and regrafted the osteotomy site. No patient complications. Patient is recovering well as expected.

Manufacturer narrative:
The investigation found that the tap had been badly damaged, during the removal by trephine. All inventory has been distributed so an additional inspection of another ntap510 from this lot was not possible. This is the only reported incident from this lot of ntap510. A review of the DHR did not provide any indication of a manufacturing deviation that would have caused or contributed to this condition.